Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the moderately tortuous, distal right coronary artery (rca). The physician inflated the balloon once to 14atms when it ruptured. The procedure was completed with a 2.72x32mm taxus stent. There were no reported pt complications. Pt status listed as "good".